Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. This ra lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.